Event description:
Purchased lot 9138477 c from (B)(6). Ordered 100 count, shipped 1 box of 90 count in 10x9 bags and separate 1x10 bag without including insert or original box. Bag may be compromised in shipping and may no longer be sterile as evident of air leaking into and out of bag. Catalog 328279 indicates "mail order." Syringe is insulin syringe. Product not used, complaint to (B)(6) pharmacy and no resolution provided.